Event description:
Customer states that the accuracy of the oxygen saturation value was off by about 10 points. Customer states that the was using a "pronk" simulator to test the unit. The pronk simulator was set to 85% but the reading was showing approx 77%. Customer was unsure of the accuracy of the pulse rate as he was not testing that value. No pt involvement.

Manufacturer narrative:
The product has been returned to masimo for eval. When the investigation is complete, a follow up report will be submitted.